Manufacturer narrative:
Updated information provided from reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 1-15-18 - reopened, revision performed on (B)(6) 2018. The hardware was removed and converted to a total hip arthroplasty. No complications regarding removal of hardware were reported.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Explant is scheduled for (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision is scheduled for (B)(6) 2018 due to malunion of the right femur. The original procedure to repair a pertrochanteric right hip fracture with a dynamic hip screw (dhs) construct was performed on (B)(6) 2011. Subsequently, the malunion was discovered. Device related malfunction is not reported. This report is for one (1) dhs/dcs compression screw 36 mm. This is report 3 of 7 for (B)(4).